Manufacturer narrative:
Device passed displacement, rewind, and self test, but it failed prime or seating test. Per visual inspection found traces of corrosion on the home motor switch due to insulin leaking into the device. Did not note any cracks in the battery compartment, around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had insulin pump error alarm. The customer's blood glucose value was unknown. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised that the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The device will be returned for analysis.